Event description:
Plaintiff reports initial bilateral implantation 7/9/76. Plaintiff alleges various illnesses including, but not limited to, great pain and suffering, severe and permanent injuries, and disfigurement.